Event description:
The customer reported this right atrial lead was surgically abandoned (capped) due to no pacing. The lead was successfully replaced. To date, there have been no adverse patient effects reported. The lead was actively implanted for approximately 11 years, 11 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. To date, no adverse patient effects have been reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.